Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:27:43. During night drain cycle one, the patient's ultrafiltration reading was 1757ml, indicating the home patient (hp) drained 1757ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up report will be sent.